Event description:
It was reported the needle mechanism deployed late; indicating the needle mechanism did not function as intended. The pod was worn for less than 1 hour and no adverse patient impact was reported.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The device data showed that the first priming sequence ended at pulse 48 and deactivation occurred at pulse 60. No housing or environmental seal damage was found. The needle mechanism was reset and deployed with no issue. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. A root cause for the reported needle deploying late could not be determined.